Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a loss of connection over 3 hours . The root cause of the failed transmitter error could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of connection.